Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The batch review was performed on associated lot with no issues noted. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during dwell 2. The technical service representative (tsr) instructed the hp to cycle power to clear the alarm. The tsr further explained se 2240 indicates air entered the set up. The hp stated the supplies looked correct and there was no leak in the supplies. The tsr advised the hp to notify the nurse. On (B)(6) 2011, product surveillance spoke with the hp who stated she was given antibiotics to prevent infection. The hp confirmed therapy was going fine at this time. The hp stated a similar situation occurred a few days after this incident; however, the cause remained unknown. The hp stated she was sleeping when the alarms occurred and she noted no defect with any of the supplies. There was no patient injury or medical intervention.